Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy 'unable to calibrate fiber optic sensor alarms' were generated. The customer replaced the iab pump console, but the issue did not resolve. The iab was replaced, but the issue persisted. The customer switched to an alternative pressure source. This submission is for the second reported iab. There was no reported injury to the patient.